Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with netromycin (500 milligram per two liter, route, frequency, and duration not reported) and vancomycin (1 gram per 2 liter, route, frequency, and duration not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) upon follow up, it was reported that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.